Event description:
It was reported that the ilet device¿s screen assembly was separating from the body, and the user did not know the cause; blood glucose control was not impacted and the user transitioned to backup therapy. Symptoms included no reported clinical effects. Outcomes included no changes in health status and no medical intervention beyond switching to backup therapy. Investigation included product return request and internal review of device performance history. Investigation of this case revealed a suspected enclosure or bezel integrity issue affecting the display assembly consistent with screen bezel separation; no adverse therapy effect was identified. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure failure due to component or assembly integrity.